Event description:
Customer reported high blood glucose. The blood glucose reading was 537 mg/dl at one point. Nothing further reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.